Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch and that the pump time was incorrect. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.